Event description:
Anatomical condition of the aortic neck was heavily angulated and conical in shape. Due to the anatomy, the main body graft was deployed too low, with the entire suprarenal stent landing infrarenally. Two main body extensions were deployed in order to achieve a proximal seal. The larger diameter main body extension was first deployed, landing at the first sealing stent; the second was deployed landing just distal to lowest renal artery and sealing off the aneurysm successfully. Endoleak presence was not visible during the completion angiogram. Procedure was concluded.